Event description:
It was reported, the pump did not alarm in the event of the feeding error. No adverse patient effects were reported by the customer".

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to the lcd not operating as intended intermittently. The most probable cause for the remove and reattach cassette alarm was due to the latch lock flex sensor not operating as intended. The most probable cause for the pump losing its settings was due to the battery being removed from the pump for a prolonged amount of time, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).